Event description:
It was reported that a customer's battery was not charging. There was no reported impact on the customer's blood glucose level. The customer left the pump plugged in for over two hours with different cables, but the pump did not turn on. The device is being returned for further examination, and a replacement pump has been issued. No additional information was received regarding the outcome of the event.